Event description:
It was reported that during a revision surgery, the screws that are targeted through the aiming arm missed the nail. The aiming arm did not line up during the procedure. The surgeon was able to revise and free hand the distal screw that missed the nail (proximal humerus multilock humeral nail). The procedure was completed with no further problem.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is unclear whether there was an excessive side load applied to the aiming arm assembly during the procedure or whether patients anatomy was not abnormal. It is also unclear whether the surgeon tightened the connecting screw with the wrench as detailed in the technique guide. If the connecting screw is not tightened as directed, the distal locking holes may not be targeted accurately. The returned aiming arm was tested by the product development engineer and the complaint could not be replicated. For the reasons listed above, this complaint is categorized as indeterminate. Placeholder.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the device had no visible damages. A function test was performed and no deviation was found. We are not able to reproduce the complained malfunction. It is concluded based on the evaluation this complaint is invalid from a manufacturing standpoint.